Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead revision (1627487-2020-01728) on (B)(6) 2020 the lead broke off in the epidural space. The portion of the lead tip that contains all contacts was left in the patient. The remaining portion of the lead was removed. Two new leads were implanted. Therapy restored. No additional patient complications during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.